Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump alarmed for no delivery. The customer changed the set and the insulin pump alarmed again. The customer realized the reservoir was empty, changed the set again, and received another no delivery alarm. The blood glucose reading was 551 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and push insulin manually through the tubing. The customer reported insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and ran a manual prime to 5 units and reported that the insulin pump did not alarm for no delivery.